Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, updated from november 05, 2022 to november 01, 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the event was caused by the charge coupled device unit being damaged by physical stress that was applied to the insertion section during user handling. The event can be detected/prevented by handling device in accordance with the following instructions for use: "·inspection of the endoscopic image user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU. ·do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed images could not be seen. In addition, the adhesive on the bending section cover was separated, the grip was scratched and had peeling paint, the scope body was cracked, the universal cord was scratched and peeling, angulation was insufficient, and there was play in the angulation knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that images could not be seen from the subject device. There was no harm or user injury reported due to the event.